Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to confirm the unexpected restart alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the failed battery test. Pump passed stop current and run current test. No damage found on the interface board. Pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart. The customer¿s blood glucose level was 260 mg/dl. The customer was assisted with troubleshoot and customer stated that they did not receive unexpected restart after putting new battery. The insulin pump will be returned for analysis.